Event description:
Procedure: central IV access implantation and scalp biopsy. Reportedly, during the closing of a scalp biopsy, a flash fire occurred. The pt suffered 2nd degree burns to the face and scalp with hair loss. Optical exam cleared with no damage to the eyes in 2004, bronchoscope done twice which also was cleared from this event.